Manufacturer narrative:
(B)(4). The report of compression sleeve damage was confirmed through investigation of the returned sample and supplied photo/video. The cus tomer provided one photo and one video and returned one haemodialysis set for analysis. Visual analysis of the sample revealed the compression sleeve was torn and damaged on the threads of the connector assembly. No other defects or anomalies were observed. The observed sleeve damage is consistent with misalignment of the compression sleeve within the compression cap prior to twisting onto the connector assembly threads. Additional information indicated that the green compression sleeve was placed directly under the threads before the compression cap was applied. The IFU states "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation". The IFU also states "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside." A device history record review was performed, and no relevant findings were identified. Based on the customer report, the returned sample, and the additional information received, unintentional use error likely caused or contributed to this event. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the customer complains that the catheters are no longer sealed after the sealing ring has been overwritten and the catheters have been screwed together. It has been found that the material of the sealing ring is probably too brittle and is damaged when the catheter is screwed together". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer complains that the catheters are no longer sealed after the sealing ring has been overwritten and the catheters have been screwed together. It has been found that the material of the sealing ring is probably too brittle and is damaged when the catheter is screwed together". No patient involvement.